Manufacturer narrative:
(B)(4). Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that retaining screw fractured on implant. Implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The implant shows large signs of wear and tissue attachment about the threads. The collar is noted to be chipped on one side. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The complaint and malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.